Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer was able to resolve the issue by discarding the cartridge and loading a new one, which allowed her to resume insulin delivery. No additional information was available regarding the product lot number.